Event description:
On (B)(6) 2009 the patient reported that e6 (mechanical) error was displayed on the infusion device. He stated that he attempted to clear the error and e10 (cartridge) error was displayed during retraction of the piston rod. He stated that the infusion device was making a "funny" noise during piston rod retraction. To troubleshoot, the patient removed the insulin cartridge and began the change cartridge procedure. The piston rod began to retract and e10 was displayed. He cleared the error and attempted the change cartridge procedure again and e10 was displayed. The patient changed the battery and performed the change cartridge procedure again. He stated that the piston rod appeared to be completely retracted and it was not moving and e10 was displayed. He stated that the piston rod was making a "clicking" noise. He stated that no insulin or water had been spilled in the cartridge compartment of the infusion device. The patient was advised to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.